Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform displacement test, self-test, off no power test and operating currents due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power alert from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that they used brand new (B)(6) aaa battery. The customer stated that there was a low battery alarm in the history. The customer stated that the pump was not dropped or bumped. The customer stated that this is the second occurrence of the off no power without battery alarm. The customer will be sent a replacement pump.